Manufacturer narrative:
The plcr75b was returned and evaluated. There was a jammed pusher in the reload, resulting in an incomplete firing. Pmi has implemented a corrective action request to address this failure mode. See scanned pages.

Event description:
While using a plcr75b partial stapling occurred, and the knife blade was left exposed.